Event description:
It was reported to medtronic minimed that the customer experienced damage to the back of the pump at battery side. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1811 was requested and the customer response was that the device returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book image. Successfully downloaded history files and traces using thump. Pump error 35 was present in the history file on 03/31/2025 01:01:00.000 . The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, stained keypad overlay buttons, pillowing keypad overlay, cracked battery tube area, peeling end cap address label, and scratched case. Cracks on battery area was confirmed during analysis. Open book image due to corrosion on the force sensor assembly. Unable to download due to open book image. Moisture damage confirmed on all electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.